Event description:
The customer reported that the rotation knob on the device disengaged and fell into the patient's cavity. It was retrieved without incident. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found the rotation knob had separated. Only one piece was returned. The piece that was returned showed evidence of an adequate weld. Investigation of the device could not determine why the rotation knob separated. No trend has been identified for this failure mode.